Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that there was a frayed cable on the prograsp forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were frayed. The instrument had a frayed pitch cable at the distal idler. No damage was found on the clevis. Failure analysis investigation also found there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed cable if to recur could cause or contribute to an adverse event.